Event description:
It was reported that an impedance anomaly was observed on the right ventricular lead. The lead was capped and replaced. No patient symptoms were reported.

Event description:
New information noted that a loss of capture was observed prior to the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.